Event description:
It was reported that via mw 201022-2022-0001 that a 59-year-old caucasian female patient underwent a breast surgery with an artoura plus smooth ultra high profile 535cc and experienced a deflation and an infection on an unspecified side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection, rupture . Manufacturer¿s reference number: (B)(4).